Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty intermittently charging the pump with the usb cable. Reportedly, the customer had to "wiggle" the usb cable to charge the pump. The customer used an alternate usb cable and the pump charged successfully. There was no adverse impact to customer¿s blood glucose.